Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the nozzle and in the c cover (plastic distal end cover). There were no reports of patient involvement or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H4 was corrected as there was incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the s-cover packing. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.